Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the implanted screw was discovered "moved" approx 1.5 months post op. The revision surgery was done and the "moved" screw was replaced.